Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007. See attached letter. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver normal saline. Reportedly, the patient received 1000ml in the preoperative area and 1900ml in the operating room, "over a short period of time." The customer contact reported the delivery could not be regulated using the cair clamp. There were no reported adverse patient effects. No medication interventions were required. Though requested, no additional information was provided.